Event description:
Boston scientific crm received information that two days following implant, this right atrial (ra) lead became dislodged, and was replaced with another lead. The explant and event dates were not made available to us.